Event description:
Caller reported that cartridge alarm 30 frequently occurred over the past 25 days. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer will continue using the current pump until the replacement arrives, which was sent by technical support. They provided storage mode instructions and return procedures for the problematic pump, ensuring the customer understood and acknowledged these steps.